Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a reading on his adc freestyle libre sensor that was believed to be erroneously high. He further reported that on (B)(6) 2019 he received a sensor result of ¿150+¿ and subsequently lost consciousness. Customer was diagnosed with hypoglycemia and received unspecified treatment from an emergency physician. Attempts to clarify the specific treatment provided have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading on his adc freestyle libre sensor that was believed to be erroneously high. He further reported that on (B)(6) 2019 he received a sensor result of ¿150+¿ and subsequently lost consciousness. Customer was diagnosed with hypoglycemia and received unspecified treatment from an emergency physician. Attempts to clarify the specific treatment provided have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.